Event description:
It was reported that there was a lead warning on the ventricular lead for low impedance counts. The impedance has remained low over time. It was also reported that the threshold had slightly risen since the patient was last seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.